Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned

Event description:
It was reported that occlusion alarms occurred. Customer declined follow up from tandem technical support(cts). Reportedly, the customer was re-using the cartridge. There was no reported adverse impact. No additional information was provided.